Event description:
It was reported that when a patient presented for a routine follow up, the device could not be interrogated. A different programmer was used but connection to the device was unsuccessful. During previous follow up in april 2017, the device showed estimated battery longevity of 1.5 years. The device was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The reported event of interrogation failure was confirmed by analysis. Upon receipt, no communication could be established between the device and the programmer due to the depleted battery. Session records were requested and reviewed. Bench testing on the device was performed, and no sources of high current were noted. As a result, the cause of the premature battery depletion could not be conclusively determined.